Event description:
It was reported that, during the preparation state of an inflatable penile prosthesis implant surgery, the medical staff identified a hair in the sterile package of these rear tip extenders (rtes); therefore, a different package of rtes were used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Product code: fhwfae premarket / 510(k) #: n970012090663.